Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels of approx 20 mg/dl after the insulin pump over delivered 36.0 units. The customer called back to report repeated no delivery alarms. Troubleshooting was performed, and the insulin pump failed the prime test several times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.